Manufacturer narrative:
(B)(4). The cause of condition was determined to be due to a use error. This set is not approved for use with a power injector. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set came apart during a CT scan when using IV contrast. The scan had to be repeated. There was no patient injury or medical intervention associated with this event. No additional information is available.